Event description:
A customer reported that there was a clear fluid leak from coulter lh500 hematology analyzer. Approximately 3 to 4 drops of clear liquid were dripping from the secondary probe onto the exterior of the instrument. The operator was wearing a lab coat, gloves, and eye wear. There was no report of exposure to mucous membranes and the operator did not seek medical attention. Material safety data sheet (msds) was not reviewed, but there is an exposure control plan in place at the facility. There was no report of patient results being affected by this event. Field service engineer (fse) found the blood detector had fallen off and was blocking the blood sample valve (bsv) from rotating properly. The fse refastened blood detector, and this resolved the issue. The leaked fluid may have contained blood, diluent, and cleaning agent. The service activity performed was verified per established procedures, and the results met the published specifications.

Manufacturer narrative:
Results: a thumb screw on the bracket of the blood detector had come out and let the blood detector fall. (B)(4).